Event description:
Device malfunction: knot pusher malfunction. Symptoms/ae: pseudoaneurysm. Time of symptoms/ae: after vessel closure. It was reported that a physician in training in the use of the prostar device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the prostar was deployed and the knots were slid down and pressure was released; however, hemostasis was not achieved. A second attempt to tighten the knots was made, sliding the knot pusher down, the knot pusher seemed to "jump forward" slightly. Hemostasis was not achieved. An 8fr sheath and dilator were inserted into the arteriotomy. When the dilator was removed, hemostasis was achieved. The following day, in 2009, it was noticed that the pt's hematoma was pulsatile. Ultrasound found a complex (multi-compartmental) pseudoaneurysm. Surgical repair was done, the following day, to repair the pseudoaneurysm. The pt received 2 units of blood and is reported as doing well and will be discharged home three days later. There were no other adverse pt effect reported. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.